Manufacturer narrative:
Evaluation summary: the instrument was returned in good condition. The instrument was cycled and fed the clips within manufacturing requirements. The clip form was within manufacturing requirements. The instruments was fully functional and conforming to manufacturing requirements. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
During an unknown procedure, the clips fell out of instrument. Could not be closed on the vessels. Took new instrument. There were no adverse consequences to the patient. One device returning.